Event description:
The balloon of this device was defective. Reportedly, a tear was noted near the distal pacing electrode. This was detected during prep. There was no pt involvement. The device is being returned for analysis.